Event description:
A trial patient reported on (B)(6) she woke up and her right buttock was so sore she was crying. The patient stated she had stimulation on the right side. The patient noted she was supposed to stay on the right side until (B)(6). The patient it felt like a bruise. The patient thought it might be from the lidocaine shots. The patient stated it hurt so bad she was crying and it took her 45 minutes to settle down. The patient stated it took a lot of lidocaine shots and it hurt and burned. The patient noted she had been icing. Additional information from the patient reported they had stinging from an infection. Additional information from the patient reported burning when she urinates, the healthcare professional (hcp) had prescribed medication to help with the burning. It was noted the patient began the trial on (B)(6). The indication for use is unknown.